Event description:
Customer reported that his buttons were unresponsive. Customer states that the type of fluid/moisture to the insulin pump is water. Furthermore, customer reported battery out limit. The blood glucose reading is 349 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.